Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a farawave catheter was used. After insertion, one of the splines became loose and detached from the distal tip of the device. The physician noticed this issue during the second application in the flower at the left superior pulmonary vein (lspv). It was observed that, during pre-insertion testing, the petals of the flower were leaning more forward than usual. The catheter was exchanged, resolving the issue. The procedure was completed without any complications for the patient. The device will be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the distal tip of the catheter spline had detached from the tip of the spline cage; however, the proximal portion of the catheter spline remain adhered to the catheter. Microscopic analysis showed a clear separation of the distal tip of the catheter spline from the spline cage and torn material visible at the detachment site. A guidewire was successfully inserted through the catheter during functional testing, and deployment was tested multiple times with the catheter deploying to both the basket and flower configurations successfully. However, due to the partially detached spline, the catheter did not function as intended despite the absence of resistance felt during catheter deployment. Additionally, an image was reviewed by a boston scientific quality engineer. The provided image show evidence of the partial spline detachment from the tip of the spline cage. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a farawave catheter was used. After insertion, one of the splines became loose. The physician noticed this issue during the second application in the flower at the left superior pulmonary vein (lspv). It was observed that, during pre-insertion testing, the petals of the flower were leaning more forward than usual. The catheter was exchanged, resolving the issue. The procedure was completed without any complications for the patient. The catheter has been received at boston scientific's post market laboratory.